Event description:
Customer had a plan with 6x and 23x fields. During mu check the customer found that the 6x field mus were incorrect. After recalculating a copy of the plan customer found that the mus for the 6x field were the same as if the field was calculated with 23x. When customer made copy of plan and recalculated the mus were correct. In the general tab of the field properties the energy displayed is 6x, however the calculation notes report that the 23x beam was used for calculation. The customer states this has happened before, but the plan was recalculated and not saved. The customer is concerned because the plan could have been treated and the mus would have been off around 25%. The customer copied and recalculated the plan and mus and energy assignment was correct. Customer will treat the correct plan. There was no report of serious injury as a result of this issue.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.